Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 64-year-old male patient presented to his office for implant placement, which had been performed on (B)(6) 2026 at tooth location #31. It was reported that the implant was not placed immediately after extraction and was not immediately loaded. During the implant placement, the doctor determined that the implant had failed to osseointegrate and noted a fit issue. As a result, the implant was removed using its own carrier on the same day of placement, and a surgical procedure was performed, during which a shorter implant was placed on the same day. The opposing arch consisted of natural teeth. The patient experienced pain, which resolved after implant removal. Currently, the patient's condition is good. Additionally, the doctor confirmed that, in a couple of months and depending on the patient's recovery, he plans to place the abutment along with the crown. It was also reported that, due to the pain, the doctor did not allow the patient to accept a longer implant. The patient did not sustain any permanent injury. It was further reported that the patient had type I bone quality and excellent oral hygiene. No abnormalities with the implant or its packaging were reported.

Manufacturer narrative:
The device was returned for analysis; however, the investigation is ongoing. At the conclusion of the investigation a supplemental report will be submitted with the analysis conclusion. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
Correction: b4 (follow-up-1 was submitted with the incorrect date of report). Manufacturer internal reference number: (B)(4).